Manufacturer narrative:
A medtronic representative reported that while in an electrode and probe placement procedure, the mobile view station (mvs) screen went black after they selected the patient. They turned the monitor off/on and the issue was still occurring. Restarted the system twice and on the second restart it was working. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Over-the phone troubleshooting was performed, the site was instructed to shut down the system, wait two minutes and power it back on, once the patient was selected the screen went black again. The second system restart resolved the issue. No further issues were reported. A software investigation was also completed. This investigation found that it is not possible to determine the probable cause without further information since the investigation proved to be inconclusive based on the information provided by the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in an electrode and probe placement procedure, the mobile view station (mvs) screen went black after they selected the patient. They turned the monitor off/on and the issue was still occurring. Restarted the system twice and on the second restart it was working. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.